Event description:
Additional information was received which confirmed that according to the physician, the valve did not cause or contribute to the patient death, however death details were not reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 21 days following the implant of this transcatheter bioprosthetic valve, the patient's heart failure was stable. Subsequently, vomiting was observed. A computed tomography (CT) scan was performed. The intestine was incarcerated in a hiatal hernia of the esophagus. Surgical treatment was considered. The patient was transferred to the emergency gastroenterological department. No adverse patient effects were reported. Additional information was received that approximately 9 months following the valve implant, the patient died. The cause of death was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.